Manufacturer narrative:
The recipient continues to experience pain at the implant site. On (B)(6) 2016, the recipient was prescribed oxycodone. On (B)(6) 2016, the recipient was prescribed tramadol. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient underwent an allergy test which revealed no reaction. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly continuing to experience pain with the newly implanted device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and tenderness at the implant site. The recipient was treated with antibiotics (type unknown), however, the issue was not resolved. Only limited programming adjustment could be made due to increased discomfort reported by the recipient. The recipient's audiologist recommended a period of non use of the device. The recipient was prescribed pain medication (type unknown), which was not used consistently. Revision surgery will be scheduled.